Event description:
The patient called to report this incident to the manufacturer. Patient stated that their doctor placed patient in the hospital for their blood glucose readings. Patient said patient was feeling poorly and laid down. The next thing patient knew, paramedics were over patient. The emt's gave them glucose and oj. Patient stated that patient uses the suspect device to check their blood glucose and takes insulin on a sliding scale. Patient had been getting high results. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Glucose controls were not in use on the system. The patient also removed the test strips from the original vial and stored them in patient's carry case. Patient threw the vial away, therefore, the lot number of test strips in use is unknown.